Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental report will be submitted. T:slim user guide indicates the t:slim delivery system is intended for the subcutaneous delivery of insulin, at set and variable rates.

Event description:
It was reported that the customer experienced high blood glucose levels during the day for the past six months. Customer has been giving himself manual injections once per week. Customer reports only using the pump during the night and levels seem to be fine during use.